Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 545639.

Event description:
It was reported that the patient experienced intermittent stimulation. It was noted that the spinal cord stimulation (scs) lead had migrated and had high impedances. The patient underwent lead replacement procedure and was doing well postoperatively. The explanted leads were not released by the facility and will not be returned. Additional information was received that the patients implantable pulse generator (ipg) was also replaced and was not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: m365sc2317500 model: sc-2317-50 serial: (B)(6) batch: (B)(6).

Event description:
It was reported that the patient experienced intermittent stimulation. It was noted that the spinal cord stimulation (scs) lead had migrated and had high impedances. The patient underwent lead replacement procedure and was doing well postoperatively. The explanted leads were not released by the facility and will not be returned.